Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refv3887 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "there was an incident reported that the winged infusion set 20g 1 huber needle was cracked at the end of the tubing (at the luer)."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of luer cracks could not be confirmed as the returned products did not reveal any issues corresponding to the alleged event. X59 sealed 20 ga x 1in winged infusion sets were returned for evaluation. All of the sample¿s packaging information indicated lot: refv3887. Microscopic observation of the hubs of all of the sealed samples did not reveal any apparent deformation or non-concentric hubs. No cracks in the material were noted. A 12 ml luer lock syringe was able to be attached and secured to all of the hubs without any resistance or issues. Since no apparent issues were found on the sealed samples from lot: refv3887, the complaint could not be confirmed h3 other text : evaluation findings are in section h.11.

Event description:
It was reported "there was an incident reported that the winged infusion set 20g 1" huber needle was cracked at the end of the tubing (at the luer). "